Event description:
It was reported hole in PICC line discovered during use. Confirmed the leak was inside the body. The patient couldn't have the elastomeric pump with 5-fu connected that should be given for 48 hours. That means that the patient couldn't get all the treatment that was planned. No other information was provided. Additional information received: PICC placed on (B)(6) 2024 and removed on (B)(6) 2024. Total catheter length 47 cm, inserted to brachial vein, exit site marking 4 cm, dressed straight along the patient's arm, locked with nacl and secured with securacath at 3.5 cm. PICC used for oncology treatment (folfox). No CT scans done. Occlusion intervention with this PICC, sluggish inflow and backflow, adding actilys-treatment with good effect. Starts treatment and then afterwards gets an extraversion, which is how internal leakage was identified. PICC used 42 days. No xray imaging available for this event. Catheter site cleaned with chlorhexidine solution poured from a bottle (chlorhexidine 5 mg/ml). Additional comments: "the patient came to the reception for treatment on 11/7. Well-being on arrival. Difficult to get backflow in PICC line initially, good inflow. Then get a good influx and treatment begins. The pump alarms for back pressure during treatment and position and function are checked several times. The patient rings the bell in the room and then feels that it is tightening in the arm. The patient has extravasated with oxaliplatin. Infusion is interrupted. Treat according to pm for extravasation of oxaliplatin. The PICC line is pulled and then a hole is discovered on the part of the PICC line that was inside the patient. Pvk is placed and the patient receives the remaining dose of oxaliplatin. Not getting 5 fu with this treatment. Receives a new PICC line for the next treatment. High mode and cooling at the reception. Brings pm home for extravasation. The patient states that the arm feels fine after extravasation."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 5 cm and 6 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported hole in PICC line discovered during use. Confirmed the leak was inside the body. The patient couldn¿t have the elastomeric pump with 5-fu connected that should be given for 48 hours. That means that the patient couldn¿t get all the treatment that was planned. No other information was provided. Additional information received: PICC placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 47cm, inserted to brachial vein, exit site marking 4cm, dressed straight along the patient's arm, locked with nacl and secured with securacath at 3.5cm. PICC used for oncology treatment (folfox). No CT scans done. Occlusion intervention with this PICC, sluggish inflow and backflow, adding actilys-treatment with good effect. Starts treatment and then afterwards gets an extraversion, which is how internal leakage was identified. PICC used 42 days. No xray imaging available for this event. Catheter site cleaned with chlorhexidine solution poured from a bottle (chlorhexidine 5mg/ml). Additional comments: "the patient came to the reception for treatment on (B)(6). Well-being on arrival. Difficult to get backflow in PICC line initially, good inflow. Then get a good influx and treatment begins. The pump alarms for back pressure during treatment and position and function are checked several times. The patient rings the bell in the room and then feels that it is tightening in the arm. The patient has extravasated with oxaliplatin. Infusion is interrupted. Treat according to pm for extravasation of oxaliplatin. The PICC line is pulled and then a hole is discovered on the part of the PICC line that was inside the patient. Pvk is placed and the patient receives the remaining dose of oxaliplatin. Not getting 5 fu with this treatment. Receives a new PICC line for the next treatment. High mode and cooling at the reception. Brings pm home for extravasation. The patient states that the arm feels fine after extravasation."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported hole in PICC line discovered during use. Confirmed the leak was inside the body. The patient couldn¿t have the elastomeric pump with 5-fu connected that should be given for 48 hours. That means that the patient couldn¿t get all the treatment that was planned. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.